Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to out of phase motor encoder signal. The insulin pump was unable to perform prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to motor error alarms. The insulin pump had cracked reservoir tube lip and scratched display window noted during testing. Analysis was unable to confirm motor position encoder error alarm due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 564 mg/dl at the time of incident. The customer's spouse stated that they have not treated the high blood glucose. The customer's spouse stated that they were unable to rewind the insulin pump. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that the insulin pump was exposed to MRI. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.